Event description:
In 2008, the sales representative reported that during an inspection of the kit, it was noticed that the wedge of the screw had popped out. The malfunction has resulted in an adverse event in the past. There was no patient contact.

Manufacturer narrative:
Event did not occur in surgery. Request has been made to obtain the product. Evaluation is pending upon the return of the product.